Manufacturer narrative:
Advanced bionics considers, the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient will remain a non user of the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.